Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient cannot charge the ins and the battery is dead. The device has been dead for a year. The patient was in possible overdischarge. The patient cannot charge the device. The patient stated this happened before. The patient has to lay down and can't move to charge the device. The patient is a disabled vet and also needs the device adjusted/programmed. The patient cannot sit as he was blown up in iraq. No patient symptoms were reported. No further complications were reported/anticipated.